Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). D10, h3: correction. H4, h6: additional information. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The viper universal poly driver was received with the distal tip of the driver shaft completed sheared off. This is consistent with the reported complaint condition, thus confirming the complaint. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed.

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, an initial tlif (transforaminal lumbar interbody fusion) procedure was performed to stabilize l4-5 at a different hospital. On (B)(6) 2019, the surgeon performed a tlif revision procedure and a pps (percutaneous pedicle screw) extension procedure to treat spinal stenosis, stabilizing l5-s1. The poly driver (279734000) broke off against the highly ossified bone. The surgeon removed the fragment and a screw and completed the procedure with replacements less than a 30-minute delay. No further information is available. This complaint involves one (1) device.